Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. No alarm for a compromised force sensor system were verified due to the motor error alarm. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window and a broken belt clip slot.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that insulin was squirting out. Customer's blood glucose level at the time 143mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).